Event description:
A complaint was received regarding no glucose alarm alert while wearing the adc device freestyle librelink. As a result, the customer had a loss of consciousness and was provided unspecified intravenous glucose by hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. Attempts were made to replicate the user complaint and were able to successfully scan and receive high/low glucose alarms on an a5x device with freestyle librelink special edition app using a known good libre 2 sensor. The extended investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "last monday." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.